Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured and was simply pulled out from the patient's body. The procedure was completed with this device. No complications were reported and patient's status was stable.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured and was simply pulled out from the patient's body. The procedure was completed with this device. No complications were reported and patient's status was stable.